Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post-operative deep vein thrombosis of the left arm, along with pain, swelling and cellulitis. The patient was hospitalized and received oral medication treatment. It was noted at a follow-up check, the mid-left arm edema wound had healed satisfactory per the physician. The cardiac resynchronization therapy (crt) leads remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.